Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that when assessed, the pcu was found with the right inter-unit interface (iui) with green corrosion and a delaminated keypad.

Event description:
It was reported by the customer that "device completely emptied medication bag". Although requested, no additional details were provided. Bd received below additional information through site visit: lvp infused vancomycin 1250 mg in 250 mls rate 125 ml/hour delivered as a primary started at 7:15 and stopped at 8:27am. Another pump module infused insulin 100u/100ml at 5u/hour rate 5mls/hour started at 7:14 am and ended at 8:21. Programming was then reviewed at 8:34. Other medications were delivered in a separate line. Patient was preop with an elevated accucheck: 299. Insulin drip was started in the preop holding area. Insulin (100u/100ml) at 5u/hour was ordered with programming checked by md. Md determined patient could proceed to surgery when patient had a repeat accucheck of 125. Upon beginning to transfer to the or, it was found the insulin bag was empty. Pump settings were reviewed and confirmed that only 9 mls should have been infused. Dextrose was given prophylactically for expected rapid decrease after it was determined that all appropriate steps had been taken, it was determined to send the pump to biomed. Patient was unharmed though required frequent blood sugar checks and several amps of glucose. IV set 2420-0007 sets not saved. Time: 0715 in preop holding, blood glucose: 299, treatment: insulin infusion (100units regular/100ml ns) started at 5 units/hour. Time: 0838 transfer from preop holding to the operating room, blood glucose: 125, treatment: identified infusion error. 25 ml (1amp) d50w administered. Time: 0920, blood glucose: 138, treatment: ½ amp d50w given. Time: 0948, blood glucose: 155, treatment: ½ amp d50w given. Time: 1015, blood glucose: 113, treatment: 1/ amp d50w given. Time: 1030, blood glucose: 132. Time: 1056, blood glucose: 122. Time: 1130, blood glucose: 155. Time: 1226, blood glucose: 199. There was no mention if the lines were verified. Vanco and insulin were started one right after the other. If the insulin had been placed in the vanco programmed pump, it would have emptied the bag in that time frame. The vanco was also stopped early. Device inspections (reported devices). Assessed pcu and found the right iui with green corrosion and a delaminated keypad. Assessed pump module and found the right iui with green corrosion.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: adverse type, describe event or problem, type of reportable events, additional information: event attributed to, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary. The report of an over-infusion of insulin could not be confirmed or replicated. Given the facility's information, it is not possible to determine whether the equipment was operating within specification or to verify event details associated with the alleged incident. The investigation could not determine if the IV lines for the vancomycin and insulin infusions were swapped which could explain the reported event. External inspection of the concomitant pump module s/n (B)(6) could not be performed due to the device not being returned for investigation. However, during a site visit by bd practice consultants, it was reported that the device had green corrosion on the right (male) inter-unit-interface. External inspection of the concomitant pcu s/n (B)(6) could not be performed, as the device was not returned for investigation. During the same site visit, bd practice consultants reported that this device exhibited green corrosion on the right (male) inter-unit-interface and had a delaminated keypad. Internal inspection of the suspect device was also not possible, as it was not returned for investigation. However, the facility provided associated infusion logs to help determine programming details and event specifics related to the incident the facility reported that the event occurred on (B)(6) 2025, at 8:15 am during an infusion of insulin and vancomycin, suspected to be drug ID 149 and drugid 283 respectively. The log analysis confirmed that on the date of the event the infusion of insulin was programmed using the suspect pump module sn (B)(6), beginning at 7:14 am and ending at 8:21 am when the unit was turned off. The infusion of vancomycin was programmed using the concomitant pump module sn (B)(6), beginning at 7:15 am and ending at 8:27 am when the unit was turned off. The programmed infusion parameters for insulin were 100 units per 100 ml, delivered at 5 units per hour with a rate of 5 ml per hour. For vancomycin, the parameters were 1250 units per 250 ml, administered at a rate of 125 ml per hour. The total volume infused from the concomitant pump module s/n (B)(6) was recorded as 150.598 ml and suspect pump module s/n (B)(6) was recorded as 5.628 ml. No alarms or malfunctions were recorded during the infusion of the drug ID (B)(6) and drug ID (B)(6) root cause: the root cause of the reported over-infusion of insulin was not identified or confirmed through log analysis. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. The investigation could not determine if the IV lines for the vancomycin and insulin infusions were swapped which could explain the reported event. Note that this report lists imdrf annex aa040502, a040506, c0601, c07, d01, d15, g0204002, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.